Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that he had trouble with calibration on his sensor. The customer was advised that the calibrate option is not available in the sensor menu because he recently calibrated. The customer was advised to call back.